Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. The patient reported that the day of the event he was traveling back home from work, and the last thing he remembered was that he got off the bus and walked home. He does not remember experiencing any clear symptoms that could have warned him he was going into a hypoglycemic event. About 30 minutes after the time, he would normally come home, his wife found him unconscious on a bench in the garden. His wife brought him into the house where he was given some water his wife and a waffle by his daughter. The patient¿s wife called an ambulance and when the paramedics did a fingerstick, the blood glucose reading was 40 mg/dl (2.2 mmol/l). The patient was given glucose gel by the paramedics and stated that at this point he started to regain consciousness again. The patient reported that the cgm reading during the event was 140 mg/dl (7.8 mmol/l) over an extended period of time. The patient is using a pump and mentioned that he must have received insulin continuously which must have caused the hypoglycemic event. It was not reported that more treatment was necessary, and that the patient needed to go to the hospital. At the time of the report the patient was fine. Looking back on the event the patient thinks that maybe at work and on his way back home he experienced some warning symptoms like slow thinking and being a bit confused. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.

Event description:
Subsequent to the initial MDR, a correction is required.

Manufacturer narrative:
(B)(4). G3 date received by mfg - correction to the awareness date of the initial report. Should be 06/04/2023.